Event description:
During laparoscopic left colon resection and right sided pelvic cyst excision, the laparoscopic tissue sealer g2 jaw broke while in use. No other information was provided to this reporter.